Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert now. Customer did not received low battery alert prior to replace battery alert. Customer also reported that they had high blood glucose 23.7 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer = black customer returned the insulin pump for alleged unexpected replace battery alert found on (B)(6) 2022. Device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. No unexpected low battery alerts or power related alarms noted during testing. A review of the history files reveals on (B)(6) 2022 there was one (1) change battery fault (replace battery) alert (01:14), one (1) off no power (replace battery now) alarm (01:45), and two (2) batt out limit (power loss) alarm (07:16 and 07:31), no excessive or unusual power/battery related alarms noted in the history files. Device was cut open for a visual inspection. Moisture damage was found on the pcba 1 and the motor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, serial number label faded and stained, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Unexpected replace battery alert or battery power loss are not confirmed however, moisture damage was found during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace and history files using thump. No unexpected low battery alerts or power related alarms noted during testing. A review of the history files reveals on (B)(6)2022 there was one (1) change battery fault (replace battery) alert (01:14), one (1) off no power (replace battery now) alarm (01:45), and two (2) batt out limit (power loss) alarm (07:16 and 07:31). The pump was cut open for a visual inspection. Moisture damage was found on the pcba 1 and the motor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, serial number label faded and stained, battery compartment cracked at the corner of the belt clip rails, and cracked battery tube threads. Per r&d engineer, adam trock,: upon further review of the pump¿s power management graph, the following was identified. The internal battery¿s health was detected as unhealthy, and by design it generates a replace battery alert/replace battery now alarm without the low battery alert to minimize risk of power loss without any notification to the user. Low battery alarm anomaly and unexpected battery power loss complaint are confirmed, problem isolated to the internal lithium battery. Moisture damage was found during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.